Manufacturer narrative:
(B)(4). Device evaluation: the report that the dilator bent during insertion was confirmed. Returned was an opened kit containing a dilator and other components. The dilator body felt typical. The dilator body was bent at 1-3/8" from the tip. There was also a slight bend in the dilator tip. The outside diameter (od) of the body measured 0.112", which met specification of 0.111 - 0.113"per the dilator graphic. The ID of the tip measured 0.037", which met specification of 0.036 - 0.038" per the dilator graphic. The bill of materials (bom) was examined for the last three years and there have been no changes in design or material of the dilator. A review of the device history records did not reveal any manufacturing related issues. Based on the condition of the dilator and the information reported, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ICU, the dilator bent during use. The physician commented that the dilator was too soft to dilate. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.